Event description:
Revision surgery was reported due to a fractured plate.

Manufacturer narrative:
.

Manufacturer narrative:
The manufacturer report number prefix for this submission should be 8010764-2013-xxxx.